Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion in the proximal segment of the lcx. The lmca to lcx continuity had no stenosis but did have a 90 degree angulation and it was calcified. A buddy wire was used. The resolute integrity device was removed from packaging per IFU and inspected with no issues noted. Negative prep was also performed on the device with no issues noted. The stent failed to pass the lmca into the lcx. It was reported that when pulling it back it dislodged from the delivery system and dwelled in an aorto-ostial lmca location. Curling wires technique failed to retrieve the stent. The physician was preparing to snare it, but it became apparent that the stent was no longer there. Prolonged fluoro and cine could not find the stent. Hence, the stent wasn't removed from the patient. The patient did not suffer from any further complications.